Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that slow login performance and unstable connectivity, with csec2 taking up to three minutes to log in and repeated failures when attempting to remote in via rss, including agent downloading timeouts. A field service engineer (fse) found that the devices had intermittent disconnections, inconsistent authentication with bd credentials, and significant delays of 15-45 seconds or more during fingerprint login, while the biometric identifier (bio-ID) device itself tested normal in diagnostics. Other stations at the site functioned normally, indicating the issue was localized. The fse tried network port changes, continuous ping tests, remote support service (rss) and hardware monitor reinstallation, windows network reset, configuration adjustments (speed/duplex changes, disabling netbios over tcp/ip and ipv6), and connectivity testing across rooms, results consistently pointed to a network issue, potentially including mac address filtering or network security behavior. Then the issue was escalated to hospital information technology (it) through the pharmacy manager. The customer later confirmed that a network security issue was identified and resolved by it, after which the station slowdowns were no longer observed. The system functioned as intended after the hospital information technology resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, machine was having slowness and kept freezing. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.